Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the pump was explanted due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.